Manufacturer narrative:
Concomitant medical products: 479878, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial electrical reset due to the use of programmer with updated software. The crt-d was interrogated to clear the reset and remains in use. No patient complications have been reported as a result of this event.